Manufacturer narrative:
A visual inspection of the returned product was performed by the quality assurance supervisor. The product was found in its original packaging, with its transparent tamper-evident label removed. The box was teared and wet. The external and internal tyvek were also wet, the double sealing was undamaged. The device as it was received does not conform to the specifications because of its damaged and soiled packaging. The conducted investigation and testing performed would tend to indicate that the product was not defective. However, the device as it was received does not conform to the specifications because of its damaged and soiled packaging. The most probable cause of this event is that the damage occurred during the shipment.

Manufacturer narrative:
A review of the complaint device history records, indicated that the patch was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. These tests include a 100% visual inspection of the patch. It was reported that the product is available for investigation, it should be returned to the manufacturer for evaluation. The investigation is still ongoing. A follow up report will be sent upon complementation of the investigation.

Event description:
It was reported that the item has arrived moist in the package.